Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for aa6228r04 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device reported not available.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate kits, involving the same patient during the same procedure. This is the first of two reports. Refer to 9611594-2017-00033 for the second report. It was reported that during a gastronomy tube placement, all of the sutures placed from the first kit broke during placement there was some stomach discharge during the procedure due to dermal perforation. Another kit was used. No further information has been provided at this time.